Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The patient had tatooing performed on (B)(6) 2011. A cataract was noted on (B)(6) 2012. No additional information was provided. If additional infomation is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - cataract, induced. Device evaluated by manufacturer? No. Lens not returned. Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method - medical review. Results - medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions - based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).